Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient injury was reported, and the patient was in good condition after the procedure.